Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conclusions and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. The cause of the deep vein thrombosis reported cannot be conclusively determined but may be related to a patient condition, surgical technique, and/or post-operative care. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0240 - logic femoral ps cem left sz 4, 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm, 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent an initial left total knee replacement. Subsequently, the patient reported a deep vein thrombosis in the left medial thigh. As a result, approximately 3 years after initial implant surgery, the patient was administered medication to resolve the issue. No further impact to the patient was reported. No additional information is available.